Manufacturer narrative:
Approximate age of device - 4 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Information was received from the (B)(6) registry on (B)(6) 2015 stating: patient had elevated ldh and pump powers at out of country facility, IV heparin given for over a week with no improvement so pump exchange happened (B)(6) 2015. Additional information included: did patient experience a thrombus event: yes. Thrombus event signs or symptoms: abnormal pump parameters: yes. Intravenous anticoagulation: yes. Thrombus event confirmed: yes. Device malfunction: no. Patient outcome: exchange.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.